Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt did not return for follow-up visits and recently presented with an enlarged aortic neck that could not be treated with aortic cuffs. The stent grafts were explanted and discarded by the user facility. The pt was fine after the procedure.

Manufacturer narrative:
The explanted stent graft was not returned for eval, no operative reports were received. Enlarged aortic neck.